Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that two zuma screws placed into s1 during a l5-s1 anterior lumbar interbody fusion (alif) fractured in the screw shafts. The implant failure was noticed by surgeon on (B)(6) 2012 about two and a half months after the initial surgery on (B)(6) 2012. Additional information was requested and the following information was received from the surgeon and the field clinical engineer on (B)(6) 2013. The surgeon does not have the implant. The partial screw part number was reported as 55-70xx. The xxs designate screw length which was unknown. Lot number unknown. The patient complained of a sudden increase in her pain and that was the reason the x-ray was taken. The patient denied falling or having any other trauma. No other information was provided.